Manufacturer narrative:
(B) (4).

Event description:
Impedances were greater than 4000 ohms on all unipolar and bipolar electrode pairs. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.